Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No cosmetic damage. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son in law reported via phone call that emergency medical services was dispatched and they were admitted to hospital due to high blood glucose on (B)(6). The customer¿s blood glucose level was 800 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Son in law of customer stated that the insulin pump was not functioning properly and due to which the customer was hospitalized. The customer was experiencing symptoms of a high blood glucose such as vomiting, diarrhea, and nauseated,then that the emergency medical service was dispatched after a couple of hours of experiencing these symptoms. Son in law of customer stated that the customer was disconnected from the insulin pump before being taken into the hospital and was treated with an insulin drip via an intravenous insulin. Customer was unable to complete carelink upload. The insulin pump will be returned for analysis.